Manufacturer narrative:
The device was evaluated at endogastric solutions. A device malfunction was confirmed that may have caused or contributed to fastener delivery issues. No definitive root cause was identified for the device issue noted by the physician.

Manufacturer narrative:
The physician is alleging a device malfunction causing or contributing to the serious adverse event. The device has not been returned to endogastric solutions, but device return is anticipated. A review of manufacturing records indicate all devices from this product lot released to finished goods inventory passed normal manufacturing final acceptance testing. If the device is returned, a follow-up report will be submitted.

Event description:
The physician reported a mucosal tear occurred during a concomitant hiatal hernia repair and tif procedure. No medical intervention was performed to treat the mucosal tear and no leaks were noted during the post-procedure egd. The procedure was successfully completed using a secondary esophyx device. The day after the procedure the patient returned to the hospital and emergency surgery was performed to treat esophageal and gastric leaks. The patient was subsequently discharged on an unknown date. The physician alleges a stylet punctured the tissue multiple times without a fastener, thus contributing to the noted leaks.